Event description:
It was reported that during a hemorrhoid procedure, the device did not fire properly. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device a arrived in good visual condition with 7 staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and it should be noted that if the firing sequence is not complete, you could deploy the staples without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media, and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The analysis results found that the device b arrived in good visual condition, the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. Its imperative to ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, however, the washer cut was not a perfect circle due to the damaged knife. The staple line was complete and the staples were noted to have the proper b-formed shape. Batch record reviews were performed for device a and b and no anomalies were found during the manufacturing process. Device b additional info: batch # d5hw6f. Expiration date: 03/2012. Manufacturing date: 04/2007.